Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found no anomaly.

Event description:
Additional information received reported the patient was getting good spasticity relief per the healthcare provider's (hcp) office.

Event description:
It was reported that the patient experienced increased spasticity of an unknown location as well as intermittent spasticity relief. There was an unknown catheter issue at an unknown location. A catheter revision was to be performed but was not yet scheduled. Diagnostics had included a dye study and rotor/roller study. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. As of 2014-(B)(6), the surgery had yet to occur and would be on 2014-(B)(6). It was later reported the surgery for the new catheter was completed. The surgeon accessed the cap (catheter access port) to see if he could get csf (cerebrospinal fluid) with the pump out of the pocket. Csf was withdrawn (3cc); dye was injected and no leaks were noted. A ¿small area of flow noted as cath tip of dye under fluoro; catheter replaced anyway¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.